Event description:
It was reported that an ilet pump exhibited an unresponsive screen with intermittent touch input failures and occasional unintended screen changes during use, consistent with a touchscreen device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and caregivers and analysis of information they provided. Investigation of this case revealed a software problem associated with the touchscreen component manifesting as unresponsive or inconsistent input. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.